Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed 'shut door - power off'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device did not detect a closed door. The cause was identified to be the direction of flow label being too big. The case shimming requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize a closed door. No additional information is available.